Event description:
Customer reports a reading in the 300's mg/dl and treated with 30 units of insulin while using the advantage system. Customer reports later that night he got a reading of 356 mg/dl, was out of it and the ambulance was called. Customer was using expired strips. The paramedics took his reading with a result of 34mg/dl and treated with d50 IV. Customer states he started feeling better about an hour later. No controls were run. A request was made for return of the suspect product and a replacement was sent.